Event description:
The customer reported to olympus that evis gastrointestinal videoscope, had perforation issue. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the distal end had foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to a crack on upwards/downwards knob, water tightness is lost; distal end has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; due to damage on right/left knob, bending angle in right direction exceeds the standard value; due to deformation of right/left knob, forceps elevator knob rotates concurrently; adhesive on bending section cover or distal sheath rubber had a crack; adhesive on bending section cover or distal sheath rubber had white-clouded area; due to clogging of nozzle, water removal ability does not meet the standard value; due to a dent on channel tube, forceps cannot be inserted smoothly; connecting tube has coating peeling; connecting tube has a buckling; light guide lens has a chip; due to damage on switch1, an image is frozen and recorded on its own; connecting tube has a buckling; protector of universal cord on control section side has a scratch; protector of universal cord on scope connector side has a scratch; universal cord has coating peeling; universal cord is sticky; and light guide has a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. Olympus will continue to monitor field performance for this device.